Event description:
According to the reporter, prior to use, the two endotracheal tubes and four broncho catheters had an air leakage in the cuff. There was no patient involvement.

Manufacturer narrative:
D10 concomitant products: 118-65m, 118-65m 6.5mm safety flex cuffed murphy, (lot#: 202308116x) 125032, 125032 32fr lt bronco cath pu cuff x1, (lot#: 202311197x) 125037, 125037 37fr lt bronco cath pu cuff x1, (lot#: 202402099x) 125035, 125035 35fr lt bronco cath pu cuff x1, (lot#: 202001425x) 118-70m, 118-70m 7.0mm safety flex cuffed murphy, (lot#: 202401426x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3 and h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the sample was contaminated however no signs of defect were detected. The returned unit was inflated and deflated using a syringe and there was no issue noted during inflation or deflation. The returned unit was inflated and deflated three times and no leakage was detected. It was reported that the two endotracheal tubes and four broncho catheters had an air leakage in the cuff. It was stated that the cuff could not inflate to a full elastic state, and the cuff did not rebound when pinched it once when tested. The reported issue could not be confirmed. The product analysis noted evidence that the device was not used as intended. It was determined that the most likely cause was the end user may have left the inflation device in the inflation valve. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: test the cuffs, pilot balloons and valves of each tube by inflation prior to use. Insert a luer tip syringe into each cuff inflation valve housing and inject enough air to fully inflate the cuffs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.